Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump. The customer stated there appears to be a bent "prong" inside the usb port. Customer reported blood glucose level was 143 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.